Event description:
A pt reported blood glucose results of 18mg/dl, 200mg/dl, and 167 mg/dl, with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeded the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Meter was replaced.

Manufacturer narrative:
Meter was replaced.